Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had drive manifold and helium related malfunction.

Manufacturer narrative:
Updated fields: b4, b5, d5, e1(initial reporter and event site email), e2, e3, e4, g1, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, health effect ¿ impact codes, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) had helium leaking from high pressure tubing and pneumatic module. The fse have replaced the manifold (104-00-0031) and there was still a slight helium leak, leak was corrected, but there is an issue with the power management board as it is not recognizing the batteries in the cardio save, it will need power board replacement. Power slot interface board showed error 8 and needs replacement. Multiple parts replaced: compressor (0119-00-0236), drive manifold (104-00-0031) , regulators x2 (0103-00-0633), helium reservoir (0997-00-0565) and 2 mufflers. Device will need to go to derby for inspection. Despite multiple repair attempts and part replacements, the device remains non-functional. The next step is a specialized inspection at derby, likely by a higher-tier service or engineering team.

Event description:
It was reported that during planned maintenance a cardiosave intra-aortic balloon pump (iabp) had drive manifold and helium related malfunction. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, medical device ¿ problem code).